Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). Model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. Sc-1110-02, sn: (B)(4), device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Sc-2218-50, sn: (B)(4), device evaluation indicated that the complaint was confirmed. A pronounced kink was noted at the clik anchor site of leads. X-ray inspection revealed broken cables 1 cm from where the clik anchors were tightened. There are no exposed cables on both leads. This damage is the source of the reported stimulation anomaly and reported open contacts. Sc-4316 ln: 14973261, device evaluation indicated that one of the eyelets of the click anchor was ripped, and a small piece of silicone was not returned.

Event description:
A report was received that the patient was getting surges when moving. High impedances were also noted. The physician did not know if the high impedance was a result of lead moving in the ipg due to scar tissue. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information received that all devices were taken out from patient's body and nothing was left inside.

Event description:
A report was received that the patient was getting surges when moving. High impedances were also noted. The physician did not know if the high impedance was a result of lead moving in the ipg due to scar tissue. The patient underwent an explant procedure.